Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 15. Details of surgery: sinus augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.